Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac was 17.5 cm. The length of the proximal aortic neck was reported to be 5 mm with an angulation of approx 30 degrees. The pt was reported to have a history of renal failure and 95% paraostial stenosis of the left renal artery. It was reported that, in order to most accurately place the upper portion of the graft, the physicians elected to place a 28 mm diameter x 3.75 cm length aortic extension cuff first, to be followed by placement of the bifurcated stent graft. The aortic cuff was deployed and covered 50-60% of the left renal artery orifice. Final angiogram demonstrated transgraft flow and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.